Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient was stable following the procedure.